Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen (2000mcg/ml, approximately 1500mcg/day) in an implanted infusion pump for post spinal cord injury and intractable spasticity. The patient experienced an infection at the pump pocket with incisional wound opening. The pump pocket had come open and the pump was exposed. On (B)(6) 2015, the pump was replaced with a new pump in a new pocket. Cultures were sent; however, results were not yet available. The healthcare professional felt the wound opening could have been the result of the patient transferring herself into her wheelchair and putting pressure on the pump pocket incision. Additional information was requested from the hcp regarding drug in formation, concomitant medications, pertinent medical history, and results of the wound culture. If additional information is received, a follow-up report will be submitted.